Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported unexpected medical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and intervention. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr) and concomitant tricuspid regurgitation (tr). During a mitraclip procedure, a single leaflet device attachment (slda) occurred shortly after deployment of an ntw clip. An additional ntw was placed to stabilize the slda. The mr was reduced to grade 2. For the concomitant tr, 2 triclip xtws were placed on the tricuspid valve. Due to low cardiac output an intra-aortic balloon pump (iabp) was used for support. It was unable to determine if the iabp was due to low pre-operative left ventricular ejection fraction (lvef) or if the slda contributed. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.